Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. Normal end of life. No telemetry and no output.

Event description:
The company representative (rep) additionally reported that the nurse mentioned that there was no malfunction with the device.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported the device was replaced with an intrathecal pump due to inadequate pain control. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.